Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had about 4000 short v-v interval counts. The impedance, sensing and capture were as expected and the lead was already programmed to unipolar so no programming changes were made and the lead remains in use. No patient complications have been reported as a result of this event.